Event description:
A hemodialysis user facility has reported that the machine alarmed blood leak shortly after the treatment was initiated. The rn checked the dialyzer and found obvious blood in the outer fibers of the dialyzer compartment. The pt treatment was stopped immediately. The blood was 80ml. The facility did report there were no serious effects noted to pt at the time. The facility was contacted for add'l detail and it was confirmed that there were no change in the hemoglobin or hematocrit. The treatment was restarted with new product and this pt completed the dialysis treatment. A sample is available for an eval. No ill effect to this pt has been reported. Of note: add'l info has been requested, but has not been received to date.